Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager required removal and replacement. Customer stated that smart remote manager box needed to be placed on the new refrigerator in order to reload medications for patient use. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager need to move to new refrigerator and need replacement. A field service engineer (fse) removed the device from the older refrigerator and installed it on the new refrigerator. The hasp was aligned, and the system was tested using the hardware test application and the dispensing application, with proper functionality confirmed. The system functioned as intended after the field service engineer repaired the device.